Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -10.5/1.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault. On an unknown date the lens was replaced with a shorter length lens. It is unknown if this resolved the problem. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
H6-clinical code-4581: significant reduction of irido-corneal angles. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter - 10.5/1.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 -10.50/1.0/090 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. Cause of event was unknown.